Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that following insertion the patient experienced urinary problems, and dyspareunia. On (B)(6) 2011 the patient underwent mesh revision due to vaginal wall dehiscence. On (B)(6) 2011 the patient underwent mesh explant. On (B)(6) 2011 the patient underwent a revision due to mesh excision. On (B)(6) 2012 the patient underwent me explant due to mesh erosion. On (B)(6) 2013 patient underwent explant due to mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with mpathy restorelle y shaped mesh implant. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent concurrent cystourethroscopy procedure.